Event description:
On 9/3/92 at 11:00 p.m. Evening shift nurse reported that while bathing infant she noted that apnea monitor electrode located at right axilla had dislodged. She examine the area beneath the electrode & found the area unpigmented, surrounded by a red ring. The skin appeared waxy within the ring. The patietn was then examined by doctor who noticed a 5 cm circular lesion hypopigmented with semetrical border on right lateral chest and two areas of circular skin breakdown on left lateral chest. All three abraisions were located at the apnea monitor electrode sitesdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, labeling - inadequate instructions for use, alarm failure, control switches/knobs/toggles. Conclusion: device failure indirectly contributed to event, device was out of spec in a manner that relates to event, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, user education provided, none or unknown. The device was not destroyed/disposed of.